Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer¿s product has been requested for investigation. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a samsung galaxy m33 phone with android 13 operating system version 2.8.49335. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. The paramedics were called and the customer was transported to a hospital where glucose was administered for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Both high and low glucose alarms were successfully activated. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. The user reported missing high and low glucose alarms. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the freestyle librelink app. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. This also serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a samsung galaxy m33 phone with android 13 operating system version 2.8.4.9335. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. The paramedics were called and the customer was transported to a hospital where glucose was administered for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with a samsung galaxy m33 phone with android 13 operating system version 2.8.49335. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. The paramedics were called and the customer was transported to a hospital where glucose was administered for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported missing high and low glucose alarms. Attempted to replicate the customer's complaint using similar configurations samsung galaxy s22 (android 13, 2.8.4.9335) and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Both high and low glucose alarms were successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.